Event description:
It was reported that the insulin pump had 3 small cracks in the casing. One crack was along the reservoir compartment, another on the top right hand corner of the display and the other on the bottom left hand corner of the display. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window, and cracked case near the display window corners were noted during the visual inspection.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.